Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the consumer wanted to speak to the manufacturer representative (rep) and asked the rep to change the medication. Patient service specialist (pss) reviewed that the rep had to be requested to do so by the managing healthcare professional (hcp). No out of box failure was reported. No medical or therapy problem associated with small parts was reported. Pss reviewed that the managing hcp would be the one that made changes to the medication. The reported symptom was new pain- consumer stated that the patient had new colon gas pain and arthritic hip pain. It was stated that the patient wanted to know why after implant she was having new pain. The patient wanted to change the medication back. Consumer stated that they increased the morphine 20% and the patient wanted to have it put back. It was stated that they increased the pump 2.5-3 weeks ago. Consumer was not sure if the medication needed to be changed to dilaudid or if the pain was the arthritic hip that may need to be redone. Patient was currently in the hospital due to increase in pain. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.